Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure mode was observed as the suture remaining in the suture bearing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although a specific failure mode was not provided, the returned device conditions indicates the suture was pulled out of the vessel due to friable artery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information estimated date of event: na.

Event description:
The proglide device was received at abbott vascular with no reported information. Preliminary device analysis revealed there was blood in and on the device suggesting use in the anatomy. The suture was still in the suture bearing and had failed to deploy. A device in this condition would not have achieved hemostasis. The account was subsequently contacted and no information could be provided regarding the device use. No additional information was provided.